Event description:
It was reported that the patient underwent redo lumbar laminectomy with microdiskectomy, and posterior interbody fusion l3-4 with bilateral pedicle screw instrumentation and rhbmp-2/acs. The bmp was placed within the disc space. Post-op the patient developed nerve damage, extreme pain, radiating pain in arms <(>&<)> legs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent redo lumbar laminectomy with microdiscectomy, posterior interbody fusion 13-4 with bilateral pedicle using rhbmp-2/acs. It was reported that patient's post-operative period was marked by increasingly severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve compression at the site of implant. Following the surgery, patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, and muscle atrophy and nerve damage. Patient also experienced odd sweat patterns, changes in his urination pattern, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items. Patient now suffers from injuries including bone overgrowth causing nerve compression, chronic pain and radiculitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of degenerative lumbar disk disease and underwent following procedures: redo lumbar laminectomy with microdiskectomy, posterior interbody fusion l3-4 with bilateral pedicle screw instrumentation with emg monitoring . Per op-notes, ¿..the end plates were curetted. A 12 x 22 mm trial was placed under fluoroscopic guidance for a secure fit. After curetting the end plate, the rhbmp-2 was placed into the disk space. A 12 x 22 implant was selected and tamped into place under fluoroscopic guidance for a secure fit. .. Screws 6.5 x 50 mm screws were placed with fluoroscopic guidance. A 45 mm rod was then placed using the apparatus through a superior stab incision. The right-sided pedicles were then similarity tamped with emg monitoring and pedicle screws placed. A similar 45 mm rod was then placed, again using the apparatus. The patient tolerated the procedure satisfactorily...¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.